Event description:
Pt admission 10/01 diagnosis: shortness of breath, cad. 10/01 had catheterization of coronaries: right coronary artery/left anterior descending blockages, also abdominal aortic-aneurysm. 3 days later had ptca, left anterior descending with stent and right coronary artery without stent. Perclose device used. Pt re-admitted 11/01 with diagnosis of septicemia and right groin infection. The following day right groin exploration with repair of right common artery with vein patch and muscle transposition."